Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the surgeon, the patient experienced a wound dehiscence and extrusion of the implant. The receiver/stimulator of the device was re-positioned under a general anaesthetic on (B)(6) 2023.